Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with a restorelle sling on (B)(6) 2011. Later the pt experienced erosion. Mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, nerve damage, pain, mental and emotional distress, anxiety, pelvic floor damage and hospitalization.